Manufacturer narrative:
(B)(4). One used sample was returned for evaluation. In an attempt to replicate the reported event, the returned set was attached to an IV bag and once the IV started to flow into the set, the leak was noticed to come from the bonded joint between the upper tubing and the top of the blood filter housing. Although a definitive root cause could not be determined, the most likely root cause is due to insufficient solvent being applied during the manual assembly process. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: leaking of set above the blood filter during blood administration.